Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of two follow up medical appointments in (B)(6) 2008, and 2009 (date not provided), no patient complications were reported. All other information is unknown and unavailable.